Event description:
Patient was attempting to use a cardinal health instant cold pack medium for back relief. The nurse caring for the patient and the patient's husband both squeezed the cold pack and the inside contents would not break open for activation. The patient then squeezed the bag as directed on the packaging. The bag burst open and the contents splashed into the nurse's eyes. She was immediately irrigated at the eye wash station and taken to the immediate care center where she sustained minor eye irritation but no visual abnormalities.what was the original intended procedure?cold pack for back relief of patient.device #1is this a laboratory device or laboratory test?no.